Event description:
It was reported that customer stated pump battery was no longer charging. There was no reported impact to the customer¿s blood glucose level. Distributor later tested pump and found that pump powered on, charged, connected to computer, and showed multiple brief usb connections and disconnections in history on event date, with no battery issues reproduced, no alerts or alarms observed, and successful delivery of insulin during testing, and pump was considered to be in working condition; no additional information was received regarding any further actions taken by customer or technical support.